Manufacturer narrative:
Follow up with customer on 10/06/2014 indicates that customer is not currently having issues with blood glucose levels. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding air bubbles coming from the cartridge into the luer lock. Customer stated blood glucose level elevated to approximately 190 mg/dl. Reportedly, the customer was using the cartridge for 4 days.